Event description:
Pt reported that he was provided the subject device by his homecare dealer without an exhalation port. He used the device for prescribed therapy for approximately three weeks, during which time he experienced headaches and was unable to tolerate the therapy for more than a few hours a night. He was informed during attendance at a focus group meeting that he needed an exhalation port. Pt stated he did not feel he has experienced any long-term effects.